Event description:
The problem was that rptr's son had one of the first years teether, the fish to be specific. Rptr's husband noticed that it was leaking and subsequently took it away. Rptr doesn't know how long son had the teether before the problem was discovered. Reported to the first years the problem and they sent me a new teether, the zebra. Rptr never allowed him to use this teether. Rptr recently heard of the recall of the teethers and is quite nervous as to what type of problems can be caused by this bacteria.